Manufacturer narrative:
Investigation completed on: 05/24/2024. The getinge field service engineer (fse) that discovered the "power up test fails code #14" during a pm inspection evaluated the cardiosave intra-aortic balloon pump (iabp) unit. Per the service manual, the issue was the scroll compressor. The fse replaced the scroll compressor and completed a 5k preventive maintenance. The iabp passed all tests and calibrations and was ready for clinical use.

Event description:
It was reported that during preventive maintenance inspection performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) was found to have had a power up fails code #14. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up fails code #14.